Manufacturer narrative:
Additional information was added to h4 and h6. Correction to the previously submitted device manufacturer name. G1 manufacturing facility - this device was manufactured at one of the two following manufacturing facilities: baxter healthcare - cartago 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial cartago, costa rica 30106 or baxter healthcare - dominican republic carretera sanchez km 18.5 parque industrial itabo, piisa haina san cristobal, dominican republic h10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system continu-flo solution set flowed simultaneously with a clearlink system secondary medication set during an unspecified patient infusion via an unknown medication pump. The event was further reported as ¿when a secondary medication is being infused through a pump, there are times when the primary bag continues to infuse a small amount at the same time in spite of all bags and tubing appearing to be correct¿. There was no patient injury or medical intervention associated with this event. No additional information is available.